Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: miracle 12; guide catheter: kamino ss. Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a chronic total occlusion (cto), after pre-dilating the lesion with a 1.5 mm non-abbott balloon dilatation catheter (bdc), a 2.5 x 20 voyager nc balloon dilatation catheter (bdc) was advanced without resistance to a moderately calcified, concentric 100% stenosed lesion in the mildly tortuous proximal left anterior descending coronary artery to perform additional pre-dilatation. During the first inflation with an unspecified inflation device, the voyager nc balloon ruptured at 12 atmospheres. The voyager nc bdc catheter was withdrawn from the patient anatomy without resistance and a 2.5 mm non-abbott balloon was used for further pre-dilatation. A non-abbott stent was then deployed, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay in the procedure. No additional information was provided.